Event description:
It was reported that far r oversensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.